Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for spinal pain. It was reported that patient tried to charge the ins the night prior to the report but was unable to and had no telemetry. The patient stated that she had to run stimulation at 9.3 and was charging the ins every other night; she had not charged the ins for about 10 days because she was going through some family issues. The patient tried to communicate with the ins using the programmer but saw the poor communication screen. The patient was directed to their healthcare professional to have the device checked due to both external devices not communicating with the ins. No symptoms were reported. No further complications were reported/anticipated.